Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 250 mg/dl, which was addressed with a correction bolus via the pump and a manual injection. Reportedly, the customer had manual injections available for alternate insulin therapy.